Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 591 mg/dl. Customer was treated with insulin to address bg level. Customer was discharged later the same day with the issue resolved and no permanent damage. It was reported that the pump touch screen was cracked, unresponsive and unreadable. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.